Event description:
Ems personnel were attempting to treat a pt in ventricular fibrillation. The pt was successfully countershocked twice and reportedly on the third attempt, the device displayed a connect electrodes message and would not charge. A backup device was used to continue treatment. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's lack of viability and the availability of a backup device.